Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Clinical adverse event received for worsening of pre-existing condition - anemia. Event is not serious and is considered moderate. Event is not related to device and possibly related to procedure. Date of implant: (B)(6) 2021, date of event: (B)(6) 2021, (left hip). Treatment: transfusion 1 unit of blood.

Manufacturer narrative:
(B)(4).